Event description:
During the procedure the perfusioist noted a blood leak at the connection of the tubing to the wye connector of the accessory kit that came with the oxygenator. The tubing then disconnected and exposed the perfusionist to the patient's blood. Blood was lost from the bypass circuit. The perfusionist indicated that the connection had not been solvent bonded. The connector was replaced with another adaptor not manufactured by dideco and used to complete the procedure. Blood was given to replace the blood lost.